Event description:
It was reported by the rep that the (2) hp053 were used during a laparoscopic gynecological procedure. It was reported that the cap would not come off of the handpiece. A second device was opened and the same thing happened. There was a 10 minute extended or time.